Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the last time the patient charged was 1 1/2 weeks before the report. The patient programmer (pp) was showing that the patient needed to recharge the implantable neurostimulator (ins). The clinician programmer stated, the device was discharged and the device needed to be charged. The implantable neurostimulator recharger (insr) was "hooked up" and a power on reset (por) message was seen. It was stated that the patient had been going with his wife to her radiation treatments for cancer. It was later reported that it was electro-magnetic interference (emi). The patient's wife was getting chemotherapy and radiation treatment. The por was cleared with the pp.